Manufacturer narrative:
Correction: section h3: occupation should have been "nurse" instead of "physician".

Event description:
It was reported that a low high voltage impedance and large increase in the defibrillatory impedance was observed on the right ventricular (rv) lead. There were no patient consequences.